Manufacturer narrative:
(B)(4). Date sent: 11/25/2020. D4 & d10: tlc10 (lot#: p93n22) a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Tct75 (lot#: p4t61a) a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp. Date: 09/30/2022. Mfg. Date: 10/26/2017. Trt75 (lot#: p4rl82) - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp. Date: 05/31/2022. Mfg. Date: 06/06/2017 tcr10 (lot#: p4r95h) a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp. Date: 02/28/2022. Mfg. Date: 03/19/2017. Additional information received: medical records 7.11.18 and 7.15.18 op reports.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that on (B)(6) 2018, patient underwent a ¿bariatric bypass procedure.¿ patient then began running a high fever and an exploratory second surgery was performed on (B)(6) 2018 which revealed a leak causing septic shock. Patient continues with pain and discomfort in the abdominal area.